Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted that there was a cut in the circular seal of the devices. The condition of the devices precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic low anterior resection, about four hours after starting the operation, a strange sound was heard from the 5 mm trocar. An hour after that, the 12 mm trocar made a strange sound as well. All trocars were replaced. The surgical time was not extended. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.